Manufacturer narrative:
Follow up report - device evaluation (01/03/2017): device evaluation of electrode belt sn (B)(4) was completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal. During the transition to the 5hz signal, verification of the tactile vibration alarm and testing of the pulse delivery circuitry was completed successfully. The pulse delivery circuitry test verified proper delivery of a full energy 150j biphasic pulses. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. Device evaluation of monitor sn (B)(4) has been completed. As received the monitor was unable to recognize signals from all ECG and therapy electrodes from a test belt. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause of the open resistor was unable to be positively identified but is consistent with damage sustained when a patient is externally defibrillated while wearing the device. The patient was in sinus tachycardia at 140 bpm during the last available ECG recording following the treatment event. The patient's rhythm is unknown after the last available ECG recording (7:21:09pm) on (B)(6) 2016 up until the patient passed around 8:00pm. Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) is currently underway. A supplemental report will be submitted upon completion of the equipment evaluation.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016 at 8:00pm while wearing the device. It was reported that the patient was in the hospital at the time and that the death was due to cardiac arrest. A review of download data revealed that the patient was treated two times on (B)(6) 2016 between 7:20:42 and 7:21:04pm. The rhythm at the time of the treatments was sinus tachycardia at 140 bpm. The post-shock rhythm remained sinus tachycardia following both treatments. The patient's rhythm in the last available ECG recording (7:21:09) remained sinus tachycardia at 140 bpm. The patient subsequently passed away around 8:00pm

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) is currently underway. A supplemental report will be submitted upon completion of the equipment evaluation.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2016 at 8:00pm while wearing the device. It was reported that the patient was in the hospital at the time and that the death was due to cardiac arrest. A review of download data revealed that the patient was treated two times on (B)(6) 2016 between 7:20:42 and 7:21:04pm. The rhythm at the time of the treatments was sinus tachycardia at 140 bpm. The post-shock rhythm remained sinus tachycardia following both treatments. The patient's rhythm in the last available ECG recording (7:21:09) remained sinus tachycardia at 140 bpm. The patient subsequently passed away around 8:00pm.